Event description:
It was reported that, on (B)(6) 2026, the pod and continuous glucose monitor (cgm) in use at the time (unspecified dexcom model) experienced a communication error after approximately 5-24 hours of pod wear. Reportedly, both the pod and cgm were worn on the right arm, approximately 5 cm apart. The communication error resulted in blood glucose values being unavailable in the omnipod system and subsequently led to elevated blood glucose. The patient noted that blood glucose readings displayed as ¿high¿ on the omnipod system, indicating values above 400 mg/dl. The patient developed symptoms including difficulty concentrating, dry mouth, excessive thirst, and increased fluid intake, prompting them to seek medical attention. They subsequently presented to the emergency room at westpfalz-klinikum kaiserslautern, where the patient estimated that their blood glucose measured approximately 500 mg/dl, and ketone levels were reported at 0.69 mmol/l. The patient was diagnosed with hyperglycemia and received treatment consisting of intravenous fluids and electrolytes. The pod remained worn during the medical visit, which lasted approximately six hours. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.